Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2016 to report that a patient had a rash. The patient's physician advised the patient to let the irritation air out and to put peroxide on the irritation. The medical outcome of the rash is unknown.